Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging a meter power issue; meter does not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The scripting of the original report was inaccurate. This should read: on (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging a meter power issue; meter does not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.